Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then removed the pigtail catheter. While removing the pigtail catheter the was advanced deeper into the laa. A contrast injection and transesophageal echocardiogram imaging showed that the patient had a pericardial effusion. The physician continued the procedure since the patient was stable. A 27mm closure device was first deployed, but was subsequently recaptured and removed from the patient after release criteria was not met. A 24mm closure device was then selected to be used. While attempting to realign the axis with a pigtail catheter the physician penetrated the laa resulting in the patient becoming hypotensive. The closure device was deployed in the laa and left unreleased there. The physician performed a thoracotomy while simultaneously performing a pericardiocentesis and blood transfusions. During the open-heart surgery, the laa was ligated from the patient and the pericardial effusion resolved. The patient was returned to the critical care unit to be monitored. The next day the patient was extubated and had no other complications that were reported.